Event description:
A report was received that the patient¿s stimulator was not working. The patient was not able to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the database analysis showed the battery discharge and charge profile were observed and revealed no anomalies. The charge profile showed that signs of poor charger to ipg coupling and thermistor triggering which led to prolonged charging times. However, not enough charging time was spent to fully charge the battery.

Manufacturer narrative:
Additional information was received that the patient was able to get the ipg charged and working. The patient would not be having a revision.

Event description:
A report was received that the patient¿s stimulator was not working. The patient was not able to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s stimulator was not working. The patient was not able to charge the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s stimulator was not working. The patient was not able to charge the ipg. The patient will undergo an ipg replacement procedure.